Event description:
Clicking on one study can launch another for the same pt: a study is launched. The study is displayed as a prior, and another study is shown instead for the same pt. This occurs when the study time of the selected study is blank. The list of priors is determined as all studies that fall on that day or before. However, the studies are then sorted assuming the current study's time is 00:00:00 making any study with a newer study date show up as the current study. This appears to be happening when two studies exist for the same day and one study has a null study time, series date and series time.